Manufacturer narrative:
Additional information was received on 10/28/2020, this medwatch form is for the right breast prosthesis. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade IV. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old asian female patient who underwent breast surgery with a 375cc mentor memorygel right breast implant and a350cc mentor memorygel left breast implant experienced bilateral capsular contracture baker grade IV on left side and baker grade ii on right side post procedure. As a result, patient underwent left sided unilateral removal with a 380cc mentor memorygel breast implant on (B)(6) 2020. Tumescent fluid was injected on the right sided implant. This medwatch form is for the left breast prosthesis.